Event description:
It was reported that; this event was generated from the research study. The research coordinator reported that a set screw was stripped and had to be replaced with a new one. After calling the sales rep who attended the surgery, the sales rep mentioned that the surgeon tried to use the corkscrew persuader and the persuader wasn't all the way down and therefore the set screw wasn't "catching".

Manufacturer narrative:
Device history review; complaint history review; risk assessment. No device was received, so device inspection could not be performed. No relevant manufacturing issues were identified as all units met specifications. According to the sales rep, there was no issue with the product as this was a use of device issue. Ultimately, the product was not used correctly. The complaint stated that screw was stripped and had to be replaced with a new one. Additionally, the sales rep mentioned that the surgeon tried to use the corkscrew persuader and the persuader wasn't all the way down and therefore the set screw wasn't "catching". According to the rep, the stg was not followed as the persuader was not completely in the correct position, which could lead the surgeon to believe the blocker was stripped. The root cause is user error by deviation from the surgical technique, as confirmed by the stryker representative.

Event description:
It was reported that; this event was generated from the research study. The research coordinator reported that a set screw was stripped and had to be replaced with a new one. After calling the sales rep who attended the surgery, the sales rep mentioned that the surgeon tried to use the corkscrew persuader and the persuader wasn't all the way down and therefore the set screw wasn't "catching".